Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Discarded at surgery.

Event description:
It was reported that the triathlon tibial ankle clamp broke while putting it on to ankle.

Event description:
It was reported that the triathlon tibial ankle clamp broke while putting it on to ankle.

Manufacturer narrative:
Internal corrective actions were issued to determine a root cause for the recurring events. The investigation determined the root cause was a design problem. Corrections to design and material changes were performed and are documented in the CAPA file.